Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient got an infection after the complete system was removed. The patient was administered antibiotics which took care of the infection. Event date: (B)(6) 2015.